Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that numbers on screen display ramped up when a bolus delivery was atempted. Customer also reports of waking up with low blood glucose due to possible over deivery. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 226 mg/dl. No further information provided.